Manufacturer narrative:
One 7207315 sterile 4.5mm cannulated endoscopic drill bit reported on. The complaint stated: ¿the tip of the drill broke in the patient.¿ product was not returned for evaluation. Due to unavailability, the allegation could not be fully confirmed. Definitive conclusions, investigation and evaluation were not possible without physical evaluation. If objective evidence becomes available to assist with evaluation, the complaint will be revisited. Factors that may affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Successful implantation hinges upon following the recommended site prep recommendations. Instructions for use confirms instructions, recommendations and precautionary statements and for proper use of product. Influences that could compromise product performance or integrity include: 1) instructions for use not adhered to. 2) inadvertently reused single use product. 3) contact with another instrument or device causing damage. 4) no product inspection prior to use. Per instructions for use: ¿prior to use, inspect the device to ensure it is not damaged. Do not use a damaged device. Force placed upon the drill can present bent distal tips and dull or uneven cutting edges. Use of drills with worn or dull tips can result in breakage.¿ it is up to the surgeon to be familiar with the limitations of the specific device.¿ product manufacturing documentation shows that the device met specifications upon release to distribution. Incidence rate is monitored via surveillance. During the course of this complaint analysis, further evaluation of dimensional specifications was initiated by engineering. Though the product is within specifications, potential improvements to the design/process are being considered for greater consistency of performance.

Event description:
It was reported that during surgery the tip of the drill broke in the patient. The piece was left inside the patient because it was in a "safe" zone. No back-up device was available but the surgeon finish the surgery successfully. No significant delays were reported. There is no revision surgery planned to remove the broken pieces. There was no patient injury or complications during or after the procedure, the current condition of the patient is good.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during surgery the tip of the drill broke in the patient. The piece was left inside the patient because it was in a "safe" zone. No back-up device was available and no significant delays were reported.

Manufacturer narrative:
One 7207315 sterile 4.5mm cannulated endoscopic drill bit used for treatment, was returned for evaluation. The complaint stated: ¿the tip of the drill broke in the patient. The piece was left inside the patient because it was in a "safe" zone.¿ visual inspection indicated that the pin came in contact with another instrument or device. There is rotational scoring all the way up the product to approximately the ¿100¿ incremental marking. The markings up to that have been removed from the contact. The tip was fractured off from over torque. Per IFU: ¿as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure. It is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device.¿ no root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.